Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a debridement procedure was performed on (B)(6) 2020. As per the reporter, there was wound breakdown associated with implant placement across the ankle joint, an area of limited soft tissue coverage. This resulted in additional irrigation and debridement. Full length was achieved and a removal procedure was performed on (B)(6) 2020.